Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet app was not displaying data until it was reinstalled, after which data appeared, and the user experienced a low blood glucose event while using a g7 cgm. Symptoms included hypoglycemia with a manual blood glucose of 55 mg/dl and a concurrent cgm value of 75 mg/dl, without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates, including crackers and a berry smoothie, and the low lasted about 30 minutes without medical intervention or assistance. Investigation included troubleshooting and education, which advised the user not to announce meals used to treat low blood glucose and confirmed subsequent resolution with no further issues reported. Investigation of this case revealed that announcing treatment carbohydrates as meals likely contributed to the hypoglycemia event and that app data display was restored by app reinstallation. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements was the likely cause of the event, and the app display issue resolved with standard software troubleshooting.